Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2025 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Model: sc-2317-70. Serial: (B)(6). Batch: 7083451. Upn: m365sc2317700. UDI: (B)(4). Product family: scs-ipg-r-MRI. Model: sc-1232. Serial: (B)(6). Batch: 574508. Upn: m365sc12320. UDI: (B)(4). Block d2b: lgw, qrb.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) lead had multiple contacts that had impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.